Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced. No defect found most likely underlying root cause: mlc-012 product expired . Note: manufacturer contacted customer in a follow-up call on 20-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer states replacement products resolved customer¿s initial issue.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. Customer has not tested using the true metrix meter in sometime. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/30/2022 and test strips have been open for 6-7 months. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.